Event description:
It was reported that a patient underwent a tka procedure on (B)(6) 2024 and barbed suture was used. During the procedure, 4 different surgeons are complaining about the needle quality on CT needles. The needles are ¿soft¿ and bend easily when they close the knee-capsule after tka. Some of the needles even break during suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: the events happened different times and the feedback is from the 4 surgeons who were testing the suture sxpp1a444 with CT needles over a period of weeks. So, this is general feedback from this period. No needles are sent for analysis at this point all surgeons are experienced in using CT needles on vicryl sutures and they feel a huge difference between the CT needles on vicryl (B)(6) sutures and CT needles attached to sxpp1a444. What is the total number of procedures affected? Na. How many devices demonstrated the alleged deficiency on each involved patient event? (How many needles bent and how many broke) na. Did any needle piece fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure was the broken needle retained? Is there any plan in place to remove the needle piece in the future? Can you identify the lot number of the product used? It is from lot tlmaab ¿ 4 different boxes was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Na. Please provide the source or name, email and title of the external person providing answers to follow-up (external person submitting answers to sales rep).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.